Event description:
Pt alleges receiving an implant for fluid regulation, which goes from his head to his stomach. Pt also alleges the implant is causing complications to his every day functions, also severe headaches and constant dizziness.